Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported suggested malfunction likely occurred due to faulty scope socket. Also, there were broken plastics on the front panel, non-olympus lamp with 500 or more hours, and panasonic software. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii xenon light source displayed all the lights blinking on the front display. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.